Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not known as of now.

Event description:
It was reported that during a nephrectomy, the cartridge/reload detached from the gun while firing. Surgery was delayed 15 minutes, but was successfully completed with a new device. It's unknown whether there were any patient consequences. No additional information is available at this time.